Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual examination of the returned product identified signs of repeated use in the form of scratches and gouges. Broaching teeth are found to be fractured off the device and were not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during cleaning, staff noticed the teeth fractured off from the tibial broach instrument. There was no patient involvement and no adverse events have been reported as a result of the malfunction. Due diligence is complete as multiple attempts have been made however no additional information has been made available.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.